Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the bottom y-site adaptor of the tubing. This occurred during a patient infusion of total parenteral nutrition (tpn). As a result, the tubing was replaced and the therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage under water and pressure testing were performed and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.